Event description:
Event description boston scientific received information that following this implant procedure, all ventricular lead measurements were appropriate. However, one day post implant the patient appeared to loose capture in the ventricle on the EKG monitor for about 7 seconds and the boston scientific representative was called back in to check things out. Testing produced a threshold of 1.2v @ 0.4 pw, impedance was still the same as implant and r waves were >12. The patient had been sedentary the whole time and the devcie had not been interrogated since the implant procedure.